Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6). During the procedure the visi-pro stent did not go through the stenosis in iliac vessel. The physician could not take the visi-pro stent out from the patient's vessel. The stent had to be removed by a surgeon.